Event description:
It was initially reported that the user facility adhered to integra's MRI (magnetic resonance imaging) bulletin for the spetzler lumbar-peritoneal shunt kit and scanned the pt. Now the pt is complaining that his spine is tingling. Add'l info was received from the customer on (B)(4) 2012, with the following: a (B)(6) female pt had the spetzler lumbar-peritoneal shunt implanted on (B)(6) 2009. The reason for the catheter implantation was due to cerebrospinal fluid (csf) leak following brain tumor removal. The metal connector from the spetzler lumbar-peritoneal shunt kit was not used or implanted with the catheter. The pt had the MRI done on (B)(6) 2012. The reported event was described as after the pt came home from the MRI, the pt thought she noticed tingling during the scan and also felt "funny" in the area of her surgery. The MRI technologists at the time had mentioned the precautions to the pt. The customer stated that they were unaware at that time that the pt's neurosurgeon never used the metal connector. "Once the nurse explained to the pt that there was no way that she could have experienced tingling because her physician did not use the metal connector which was the reason for the warnings, the pt did not complain anymore". There was no treatment/medical intervention done for the tingling. The MRI done on (B)(6) 2012 showed no change from a prior MRI.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.